Event description:
A trilogy 100 was returned to a third-party service center for remediation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed the significant event log test step indicating service required alarm conditions for internal battery failure issues. The internal battery was replaced to address the issues. Additionally, not related to the reportable event the device was alarming for a low expiratory pressure alarm condition and an internal battery depleted alarm condition. The device's tubing was checked, and the internal battery was charged to address the issues. The device was tested and passed all final testing. In addition, the device was visually inspected and found no evidence of foam degradation.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.